Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further issues occurred.